Manufacturer narrative:
B3,d11: estimated dates. D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the physician made a general comment that he has noted a slower deflation when using the 4.5mm nc trek balloon dilatation catheters. The contrast mix is 1:1 ratio. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.